Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm also received new software release detected error. The device was not bumped or dropped prior to the alarm and the drive support cap appears protruded. Customer had received new software release detected error after clearing first link drop and not able to continue troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33, self test, and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label. (B)(4).